Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 99mg/dl, 160mg/dl, 130mg/dl. Tests were done less than 10 minutes apart with a difference of 28%. Patient did not experience any adverse events. No information has been reported.